Manufacturer narrative:
Unit received with scratched lcd window and case. Unit received with keypad overlay texture damage. Unit had missing segments/partial display due to cracked glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to missing display segments. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that case and display window worn and damaged. Blood glucose was unknown. The insulin pump will be returned for analysis.